Manufacturer narrative:
As reported, the condition was attributed to a cord/hose falling, blocking proper movement of the caster. As well, the add'l mounted prods may have contributed to instability of the prod. An authorized distributor performed the repair of the anesthesia machine.

Event description:
It was reported that: during movement of the anesthesia machine, a cord/hose fell down and the caster hit the cord/hose, causing the device to tip over. No injury. Date of event was sometime in january. Add'l equipment was mounted to the anesthesia machine. A ge solar 9500 monitor, a ge cpu with two tram racks, a ups, a small strip chart recorder and two displays mounted on each side of the anesthesia machine. One display was for monitoring and the other display has a keyboard attached. Mounted with gcx prods.